Event description:
Event description guidant received information that this transvenous defibrillation lead was removed from service due to vent. Lead measurement of >2000 ohms. The lead was removed and the outer insulation was compressed but showed no obvious fracture. The lead was held in place with lots of fibrous tissue so a laser was used to help dislodge it, the patient experienced intraoperative hypertension and was given CPR and an emergent echocardiogram. The echo showed cardiac tamponade and 400cc of blood was removed. There was a second lead, same model that was an attempted implant but no reason given as to why lead was not used.